Event description:
On (B)(6) 2014, the lay user/patient¿s father contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The patient¿s father reported than on an unknown date/time, the patient obtained blood glucose readings of ¿80 mg/dl¿ with the subject meter and ¿30 mg/dl¿ on another device (onetouch veriopro), performed within 5 minutes of each other. The reporter stated the patient was given sugar after they obtained low result of ¿30 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The patient¿s father claimed that the patient was asymptomatic at the time he tested with both devices; however, developed symptoms of feeling ¿weak and crying¿ shortly after obtaining result of ¿30 mg/dl¿. At onset of symptoms, the patient¿s father stated that the patient was retested with onetouch veriopro meter and obtained a result of ¿~200 mg/dl¿. The reporter claimed the patient was then taken to the hospital where he was treated with ¿intravenous feeding¿ and hospitalized for 2-3 days with a diagnosis of hypoglycemia. The patient¿s father confirmed the patient¿s blood glucose was tested with a lab device at the time he arrived to the hospital. The reporter did not recall lab result but claimed it was ¿very low¿. At the time of troubleshooting, the reporter informed the csr that the subject meter had been replaced by the hospital and therefore he no longer had it. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was hospitalized with a diagnosis of hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter. The subject meter could not be ruled out as cause or contributor to the injury.